Manufacturer narrative:
Date of event: date unknown/not provided. (B)(6). Serial#: unknown/not provided. UDI #: a complete UDI # is unknown as product serial number was not provided. PMA/510k: this report is being filed on an international product; laser correction system, model catalys-I, that has a similar product, catalys-u which is distributed in the united states under 510(k) # k121091. Device evaluated by MFR: a review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number of the device was not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that patient had cataract procedure with system and had significant endothelial cell loss. It was reported that surgeon significantly increased the laser energy settings for experimental reasons. Pre-operative endothelial cell count: 2985 cells/mm2, post-operative endothelial cell count: 2551 cells/mm2, patient outcome: fine (no visual acuity problems).

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.